Manufacturer narrative:
Medical device problem code 2017 excessive force and against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left superficial femoral artery (sfa) with 90% stenosis, heavy calcification and mild tortuosity. Pre-dilatation was performed using an armada 28 balloon till nominal pressure without issues. Atherectomy was not used. The 5.0x100mm supera self-expanding stent system (sess) had no resistance during advancement but had resistance with the thumbslide during the last 2cm of the stent being deployed but managed to deploy despite the resistance. The introducer sheath was between 5 and 10cm to the proximal end of the stent during deployment. The deployment lock unlocked and the thumb slide was advanced to the most distal position on the handle and it was confirmed under fluoroscopy that the stent emerged from the sheath and was fully released. There was no waste noted to the deployed stent or proximal end of lesion. The thumb slide fully retracted to the start position and both the system and deployment levers locked prior to removal. The physician rotated the system lock and the deployment lock into the locked position (in line with the thumb slide). However, there was resistance upon removal of the sess and force was applied. The device was removed independently, however, it was noted that the white nose cone was missing and via fluoroscopy was seen at the most proximal part of the deployed stent. The physician decided to explant the deployed stent with the nose cone via surgical cutdown and both were successfully removed. Another non-abbott device was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported physical resistance thumbslide was unable to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the 5.0x100mm supera self-expanding stent system (sess) had resistance with the thumbslide during the last 2cm of the stent being deployed but managed to deploy despite the resistance. It should be noted that the supera peripheral stent system instructions for use (IFU) states: should unusual resistance be felt at any time during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. It is undetermined if the deviation of the IFU caused/contributed to the repotted difficulties. Additionally, reportedly there was resistance upon removal of the sess and force was applied. It should be noted that the supera peripheral stent system IFU states: should unusual resistance be felt at any time during stent system removal, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Although it was noted that resistance was noted during removal, the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. It is possible that the distal sheath of the delivery system was entrapped or bent in the heavily calcified, mildly tortuous and 90% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported physical resistance / sticking thumbslide and the reported deployment difficulty/activation failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported physical resistance / sticking thumbslide and the reported activation/ deployment failure cannot be determined. Additionally, upon removal, it is possible that interaction with the heavily calcified, mildly tortuous and 90% stenosed anatomy and/or the deployed stent resulted in the reported difficult to remove; however this cannot be confirmed. Interaction/manipulation of the device using force resulted in the reported tip material separation/noted tip jacket/inner member separations. The treatment appears to be related to the operational context of the procedure as the physician decided to explant the deployed stent with the nose cone via surgical cutdown and both were successfully removed which resulted in the noted stretched stent struts. There is no indication of a product quality issue with respect to manufacture, design or labeling.